Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of angioedema ("giant urticaria without allergic context"), infection ("infections (bronchitis, mycosis...)"), bronchitis ("infections (bronchitis, mycosis...)") And fungal infection ("infections (bronchitis, mycosis...)") In a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced angioedema (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), bronchitis (seriousness criterion medically significant), fungal infection (seriousness criterion medically significant), sinusitis ("recurrent chronic sinusitis"), fatigue ("chronic fatigue") and arthralgia ("joint pain in particular on knees area") and was found to have weight increased ("weight gain (6 kgs)"). The patient was treated with surgery (bilateral salpingectomy, resection of interstitial part taking out the essure implants in one block). Essure was removed on (B)(6) 2018. At the time of the report, the angioedema, infection, bronchitis, fungal infection, sinusitis, weight increased, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for angioedema, arthralgia, bronchitis, fatigue, fungal infection, infection, sinusitis and weight increased with essure. The reporter commented: the patient experienced giant urticaria without allergic context found; joint pain in particular on knees area with no etiology found. The defective sample was not kept by the department. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of angioedema ("giant urticaria without allergic context"), infection ("infections (bronchitis, mycosis...)"), bronchitis ("infections (bronchitis, mycosis...)") And fungal infection ("infections (bronchitis, mycosis...)") In a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced angioedema (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), bronchitis (seriousness criterion medically significant), fungal infection (seriousness criterion medically significant), chronic sinusitis ("recurrent chronic sinusitis"), fatigue ("chronic fatigue") and arthralgia ("joint pain in particular on knees area") and was found to have weight increased ("weight gain (6 kgs)"). The patient was treated with surgery (bilateral salpingectomy, resection of interstitial part taking out the essure implants in one block). Essure was removed on (B)(6) 2018. At the time of the report, the angioedema, infection, bronchitis, fungal infection, chronic sinusitis, weight increased, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for angioedema, arthralgia, bronchitis, chronic sinusitis, fatigue, fungal infection, infection and weight increased with essure. The reporter commented: the patient experienced giant urticaria without allergic context found; joint pain in particular on knees area with no etiology found. The defective sample was not kept by the department. Most recent follow-up information incorporated above includes: on 30-jan-2019: this case was identified as a duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.